Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device logs. The device was put through extensive testing including bench handling, impedance testing, defibrillation cycling and environmetal chamber testing without duplicating the report. An internal inspection of the device found no discrepancies. The main board was replaced as a pre-caution. The device was recertified and returned to the customer. The batteries and pads were not returned for evaluation. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device prompted an "error 6" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. However, the customer's report was observed during review of the history data file. Without receipt of the device, component root cause analysis could not be performed. Analysis of reports of this type has not identified an increase in trend.